Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the beckman coulter field service engineer replaced the dxh diluent lot 3510540 onboard all three analyzers with different lot numbers and the issue was resolved. The customer had three unicel dxh 800 coulter cellular analysis systems in their laboratory. This MDR is associated with serial number (B)(4). (B)(4). This MDR is related to two other mdrs filed for the other two dxh 800 analyzers in this customer's facility: MDR 1061932-2014-02102 and 1061932-2014-02103.

Event description:
The customer reported platelet background high failures on three unicel dxh 800 coulter cellular analysis systems in their laboratory when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.